Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted, one in the mid lad and one in the proximal lad. A staged procedure was carried out approx 2 weeks later. There was an endeavor sprint over the wire (otw) drug-eluting stent was implanted in the distal rca and a driver rapid exchange (rx) stent implanted in the mid-rca. At 30 day and 6 month f/u's, pt was asymptomatic / free of symptoms. It is reported that the pt suffered a non-st segment elevation mi approx 11 months post index procedure. It is reported that the pt presented to the emergency dept with crushing chest pain and shortness of breath. The pt took aspirin without relief. At that time, his cardiac enzymes were elevated. A heart catheterization was done which revealed a 95% lesion of the ramus with 70-80% distal lad and 50% rca. His previous stents in his rca and coronary were still patent. His ejection fraction was 50%. Subsequently, he underwent coronary artery bypass graft x2 with a lima to the lad and saphenous vein graft to the ramus. It is reported that the pt tolerated the procedure well. At 12 months f/u, pt's current cardiac status was unstable angina. Reference: MFR report# 2953200-2010-01629, 01630, 01631.

Manufacturer narrative:
(B)(4). Eval, results: (myocardial infarction).